Manufacturer narrative:
One 72201715 5mm offset endofemoral aimer instrument reported on. This is an eight year old reusable component. The product was not returned for evaluation. Physical conclusions, full investigation and evaluation were not possible. Factors affecting device performance include: device ability, surgical ability and surgical site preparation. Instrument tips may inadvertently be twisted or caught on other instruments or the basket during cleaning. This can lead to compromised strength. Final product met predetermined specifications upon release to distribution.

Manufacturer narrative:
One 72201715 5mm offset endofemoral aimer used for treatment, was returned for evaluation. This is an eight year old reusable instrument. The product was received broken in two pieces. The entire aimer tip was fractured from the shaft. The entire laser weld was severed. There was evidence of weld. There was staining which indicated that the full fracture occurred over time. The aimer shaft was visibly bowed. A moderate amount of force was required to bend this substantial diameter shaft. The u slide channels have dents and material displaced from overtightening of the universal handle with the aimer. Excessive force can result in instrument failure. No root cause related to the manufacture of the device was established. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery the point of the wire broke during the passage in the bone. It is unknown if a back up device was available or if a delay was caused by the device malfunction, but no patient injuries were reported.